Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during insertion of a smiths medical jelco® protectiv® safety i.v. Catheter the cannula detached from the hub, causing leaking. It was noted that this leaking occurred moments after needle was encapsulated within the safety device. There were no reported adverse effects.

Manufacturer narrative:
Two used smiths medical jelco® protectiv® safety i.v. Catheter was returned for analysis. One IV was fully assembled and one IV was separated at the hub. Visual examination via microscopy of both samples failed to produce any evidence of holes, tears or any other mechanical anomalies. Both samples were leak tested by clamping the catheter tube at the bevel and connecting a syringe to apply fluid pressure; in both samples no leakage was observed. Based on the evidence, no fault was found as the complaint was not confirmed.